Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the patient has been experiencing a loss of stimulation about 3 months ago. The amplitude is stopping at perception on all 4 of his programs. The patient was in a car accident approximately one and half years ago but has had stimulation up until about 3 months ago. Reprogramming of the device resolved the reported issue, but several of the electrodes were invalid. No further information is available at this time.